Manufacturer narrative:
The complaint received states that during use the firestar balloon inflated and deflated too slowly. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Ultravist contrast media was used for the procedure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the device through the guide catheter. The boston inflation device used for the procedure was successfully used with other devices. One non-sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. The balloon was already inflated. One kink was noticed at 9.5 cm from distal end; this condition on the shaft could be related to the way of the unit was sent to analysis. No other anomalies were observed. The guidewire 0.14' was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Sem analysis both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inflation/deflation failures were not confirmed since during functional and dimensional analysis no anomalies were found. The exact cause of the failures reported by the customer and could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The reported inflation/deflation failures were not confirmed since during functional and dimensional analysis no anomalies were found. The exact cause of the failures reported by the customer and could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
The firestar balloon indeflated and deflated too slowly. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Ultravist contrast media was used for the procedure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the device through the guide catheter. The boston inflation device used for the procedure was successfully used with other devices.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.